Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired test strips - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 290 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. Customer using discontinued product. Customer's test strips are expired. The test strip lot manufacturer's expiration date is 01/27/2017 and open vial date is (B)(6) 2016. Customer has four vials of this lot number of test strips. The meter memory was reviewed for previous test result history: (B)(6).